Event description:
It was reported that the lead was explanted due to unacceptable thresholds, intermittent capture, and sensing difficulty. No patient complications have been reported as a result of this event.